Manufacturer narrative:
The device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set ¿fell off¿ of a peritoneal dialysis (pd) patient resulting in leakage. The disconnection occurred while the patient was gardening. The patient attached the transfer set ¿immediately as fluid was gushing out¿. It was reported the transfer set disconnected from the pd catheter. It was later reported the transfer set disconnected from the titanium adapter. The titanium adapter was not replaced. The cause of the disconnection was not reported. The patient presented to the emergency department and cloudy fluid was observed. The patient was diagnosed with peritonitis and intraperitoneal antibiotics were started. The transfer set was placed four days prior to the disconnection. The patient outcome was not reported. Pd therapy was ongoing. No additional information is available.